Event description:
It was reported that the patient went to the ER (emergency room) with mild diabetic ketoacidosis (dka). The patient stated that blood glucose levels were high but no levels were provided. The pod was worn for an unknown amount of time. The patient was treated with nausea medication, fluids and insulin. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.